Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis team. The harmonic ace instrument was analyzed and found to have a broken curved blade. The broken piece was returned. No material was missing as the broken assembly was pieced back together. Broken piece, approximately 0.66" x 0.10" was returned. No material appeared to be missing as the broken assembly was pieced back together. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode broken instrument blades are typically attributed to the mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in crack which then result in broken blades).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the blade broke off from the harmonic ace instrument and fell into the patient, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The probable root cause of a cracked/broken blade is attributed to use conditions. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). This complaint is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument broke off and fell inside the patient. The fragments were retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the blade of the harmonic ace instrument broke off. The instrument was removed and reinserted. When the instrument was reinserted, the blade broke off and fell into the patient. The blade was immediately retrieved. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details were received as of the date of this report.